Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes six tubes experienced clotting. This occurred six times. No patient impact was reported. The following information was provided by the initial reporter: "customer states high number of clotted lavender tubes."

Manufacturer narrative:
Investigation summary: bd received 10 samples and no photos for investigation. The 10 customer samples were visually inspected with no issues being identified. The 10 customer returned samples were unable to be tested for edta content due to an error in the lab. However, 5 retention samples(from the same lot) were sent to the chemistry lab for testing. All results were within the specification limits for edta content. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes six tubes experienced clotting. This occurred six times. No patient impact was reported. The following information was provided by the initial reporter: "customer states high number of clotted lavender tubes."